Manufacturer narrative:
Upon investigation of the returned device, it showed a failed push bush to nylon shaft. Review of the device history record for this lot did not produce any findings relevant to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted an arteriotomy closure with a starclose vascular closure system after an intervention procedure. The vessel locator wings would not stay open. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.